Event description:
A caller reported a malfunction on a pump with a malfunction code displayed as malf 3 and a fault ID of 3_0x2095. The issue's impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Technical support decided to replace the pump and provided instructions on placing the pump into storage mode before returning it. The customer was informed of the steps to take upon receiving the replacement pump, and a replacement pump was sent out.